Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 associated medwatches: 3004721439-2019-00089. Manufacturing site evaluation: visual inspection - a deformation of the outer housing of the progav valve, as well as tool marks, were observed through the inspection. The housing was subsequently measured and confirmed the deformation. Permeability test- the test has shown that the progav valve is permeable. Adjustment test- the progav valve was tested and is adjustable to all specified pressures. However, the test also showed that the brake function is not present, allowing the valve to self-adjust. Braking force/function test- the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Results - after the above tests, we have dismantled the valve. Inside the valve we have found minimal build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve was permeable. However, it is possible that the deposits observed inside the valve could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Additionally, we have observed a deformation of the housing which may be the cause of the compromised brake functionality. The cause of the deformation and resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve with shunt assistant was blocked. A patient underwent a shunt implantation procedure on (B)(6) 2007. Sometime later postoperatively, it was noted that the valve was blocked. The valve and shunt assistant were replaced on (B)(6) 2019 due to this malfunction. Further details have been requested. This report refers to the valve. Associated medwatches: 3004721439-2019-00089, 3004721439-2019-00088 (this report).